Manufacturer narrative:
The investigation determined that lower than expected vitros ipth results were obtained from 4 patient samples, when processed on the vitros eci immunodiagnostic system. The investigation was unable to determine a definitive root cause. However, a sub-optimal calibration cannot be ruled out as a potential contributing factor to the event. User error cannot be ruled out as a potential factor, as the affected calibration curve was not verified for accuracy. The investigation determined the vitros ipth reagent and the vitros systems were operating as intended.

Event description:
The customer observed lower than expected vitros ipth values obtained from four patient samples on a vitros eci immunodiagnostic system. Vitros ipth sample a result of 29.60 vs expected 45.80 pg/ml; vitros ipth sample b result of 48.40 vs expected 71.80 pg/ml; vitros ipth sample c result of 44.80 vs expected 65.90 pg/ml; vitros ipth sample d result of 34.30 vs expected 65.90 pg/ml. The lower than expected results were obtained during a method comparison (correlation) study. There were no patient results reported from the laboratory. There was no allegation of patient harm. (B)(4).